Manufacturer narrative:
The changes are as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9092784. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-02. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "no insulin flow when priming. Stated she's had this problem for over a year. Different lots, specific dates unknown cl. 8 pen needles affected. Incident date unknown." 8 occurrence were reported.

Event description:
It was reported that needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "no insulin flow when priming. Stated she's had this problem for over a year. Different lots, specific dates unknown cl. 8 pen needles affected. Incident date unknown." 8 occurrence were reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned eight (8) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported no insulin flow when priming. All eight returned samples were examined, and it was observed that seven pen needles had bent non-patient end (npe) cannulas, and one pen needle had a broken npe cannula, however, no evidence of manufacturing defects was observed. Since all eight samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformities were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula) h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "no insulin flow when priming. Stated she's had this problem for over a year. Different lots, specific dates unknown cl. 8 pen needles affected. Incident date unknown." 8 occurrence were reported.